Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on 06/04/2014 by (B)(4) to ventlab, llc. This effort consist of 49 MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. (B)(4). The solutions were implemented last year and a recall was initiated in may of this year.

Event description:
We became aware of an issue by a system hosp that they found a duck valve that got stuck while trying to use a resuscitation bag valve mask - we checked our supplies and found (B)(4) defective valves. With some extra pressure the valve will release, but in a code situation these valves could pose a risk. Lots involved included lot#'s: 106564, 106003, 105157, 107509, 99301, 101304, 98820, 86341, 85521, 83709, 79475, 76380.